Event description:
The pt was seen at the center for device evaluation. The pt's device was explanted. According to post-operative info received from the center the pt reportedly heard a loud sound followed by no sound while using the sound processor.